Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue with the buttons on the keypad (tactile changes w/moisture). The reporter noted that the patient was swimming and the buttons were nonresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/05/2013 with the following results: testing found all keys responsive, keypad intact, and no contamination noted. No moisture corrosion visible in ¿battery compartment¿. No leaks was found during testing. Pump cover was removed to inspect internal components. Moisture corrosion visible in pump compartment. Oled screen is distorted due to moisture in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.